Event description:
Revision surgery: the pt dislocated. The surgeon needed to implant a more constrained liner. There was no product failure.

Manufacturer narrative:
The reason for this revision surgery was to remedy dislocation after 2.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number, one due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with this product. There are no indications of a product or process issue affecting implant safety or effectiveness.